Manufacturer narrative:
An united states customer contacted siemens customer care center to report discordant result that was obtained on one patient sample on the ca-660 instrument. The following conclusion is made from the troubleshooting performed by siemens healthineers: the discrepancy in pt inr result was traced back to an incorrect mnpt (mean normal prothrombin time) value used for the inr calculation. The customer confirmed that a value of 28.7 was mistakenly used instead of the correct 11.3. Once corrected, results aligned with the reference lab. The customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported a falsely depressed pt inr (prothrombin time, international normalized ratio) result obtained on one patient sample measured with innovin on the ca-660 system compared to reference lab results. There are no known reports of patient intervention or adverse health consequences due to the discordant result.